Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated. There were no anomalies noted on the distal end of the device. The sleeve was removed from the shaft and both of the implants and the suture are in the proper location. The root cause for the reported failure could be excessive force applied to the trigger handle during the procedure. This causes the spring that is used to return the handle to its original position to have fallen off the post that secures it. We cannot determine why the implants did not release. However,the definitive root cause cannot be determined. This complaint can be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6)2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via cst that during a meniscal repair procedure the truespan peek 24 degree implant did not deploy and stayed in the needle. There was a five minute surgical delay to open another truespan to complete the case. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.